Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Should read adverse event and product problem (and not adverse event only as previously reported). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The family member reported the patient had worse therapy results than before. The patient was up all night and had no symptom control. The patient increased the stimulation from 4.8 to 5.0. The family member mentioned that, during the trial, they used program 6 most of the 2 weeks. They tried program 7 but that wasn¿t good so they went to program 5 before the permanent implant. The family member/patient was redirected to the healthcare professional (hcp) if the issue did not resolve. There were no further complications reported or anticipated.